Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the event(s) are unknown; therefore causality cannot fully be determined. It is known that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. Based on the available information, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported stomach pain 3 hours after completing pd therapy. The patient was reportedly diagnosed with peritonitis, and treated at the outpatient dialysis clinic after the abdominal pain was reported. Peritoneal effluent fluid cultures were obtained (date unknown), which were positive for staphylococcus aureus. The patient was treated with vancomycin; however the dosage, frequency, duration and route are unknown. The pdrn stated the cause of the peritonitis was unknown. The patient is currently recovering and continues to perform ccpd therapy without issue. No additional information was available at the time.